Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 119 mg/dl, compared with the sensor glucose reading of 81 mg/dl. The customer was advised that he was calibrating too many time within a day. He also noted that he had had some bent sensor cannulas in the past. Nothing further reported.